Event description:
The account alleged the bed will not go into reverse trendelenburg. No injury reported.

Manufacturer narrative:
The account stated the bed has been fixed and that they did not remember what they did to repair it.